Event description:
This report was received as part of an international pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates revision surgery was performed due to pouch dilatation. Two days after surgery, the pt died during transport to the emergency dept. No autopsy was performed and death certificate was not obtained. Physician indicated the death was not related to the device. The primary and secondary causes of death are unk as no autopsy was performed and no death certificate was obtained. Inamed assumes the device was never explanted as there is no information suggesting device was removed either pre or post-mortem.